Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. It was reported that patient underwent vaginal exam under anesthesia, robotic revision of sacrocolpexy, robotic removal of abdominal graft, repair of vaginal laceration, and cystoscopy on (B)(6) 2014 due to vaginal foreign body and erosion with vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that due to mesh extrusion, patient underwent revision/removal on (B)(6) 2009.